Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0r5qb, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant began feeling different, like it had come out of the pocket or moved. The patient met with a healthcare provider (hcp)/urologist and a check was done, which showed "1 of the 9 wires was not attached". The patient was told that this was not an issue and it was to be watched if it was down to 4 or 5. The patient reported receiving good therapeutic benefit and had turned up stimulation since implant (from 1.9 to 2.3). The patient reported that they were not currently feeling stimulation. There are no falls or traumas related to not feeling stimulation. The patient inquired about emg compatibility for her neck/shoulder/back associated with headaches and neck pain. It was noted that this was unrelated to the ins. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.